Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the prime meter was giving high readings. Received transfer call from ce rep where the caller stated the prime meter was reading higher than his freestyle. Performed back to back tests on the phone and got 161 and 166 on prime and 131 on freestyle. Technique is good but storing strips in the kitchen cupboard. Caller stated yesterday ((B)(6) 2013), the prime read 108 so he did not take his meds. Then minutes later he started shaking and took a reading on his freestyle which read 64. His wife needed to give him glucose tablets to raise his glucose. Contacted customer for more information and he stated he got a reading of 123 with his prime, used the freestyle and got 62. His wife gave him glucose tablets to raise his sugar because he was feeling a little shaky. He did not go to the doctor for medical attention as he was fine after the glucose pill. Controls not used. Replacing product.